Event description:
The hcp reported that the pt had a refill of 18 ccs following removal of 2"clear ccs" in 2004. On the 2nd day, the pt "presented to the emergency room with more severe return of symptoms and itching". Only 2ccs of drug was noted to be in the pump. The hcp was able to fill the pump with 18ccs of a lower concentration of drug. A pocket fill was suspected on the refill of 2004. At the time of this report, the pt was currently doing well and was to remain under observation